Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon examination, it was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation, which resulted in discomfort. The lv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout the procedure.